Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels >500 mg/dl, while wearing the pod on the abdomen between 1 and 4 hours. A manual correction of 8 units was given at home but the bg levels did not decrease. At the hospital, the patient was administered humalog insulin as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.